Event description:
The international customer reported the ventilator alarmed and went vent inop during normal ventilation use due to a data acquisition pcba adc reference failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Event description:
The manufacturers service technician was unable to duplicate the reported problem. Review of the device diagnostic history noted a data acquisition pcba adc reference failure as reported. The service technician replaced the data acquisition pcb board to motor controller pcb board cable and the gas delivery system as a precaution to address the reported problem. Final testing was completed per operating specifications.

Manufacturer narrative:
Evaluation and service pending.

Manufacturer narrative:
(B)(4)